Manufacturer narrative:
On 9/3/2019, it was noticed that the previously submitted report mrn# 1645337-2019-16599 incorrectly indicated the device had not been returned for analysis. The device was received for analysis on 7/9/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc breast implants and experienced a deflation on the left side and bilateral capsular contracture, baker grade unknown post operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 320cc, catalog# 3507320mc, serial# (B)(4) (right) and serial# (B)(4) (left) on (B)(6) 2019. This report is for the right side device.